Manufacturer narrative:
Main investigation conclusion: the reported system controller communication issue was confirmed via product testing. The heartmate 3 system controller (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review. The submitted log file spanned approximately 6 days (16jul2021 ¿ 19jul2021, 03aug2021, 30sept2021, 01jan2000). Events occurring on 03aug2021, 30sept2021, and on 01jan2000 are from product testing at abbott. Events on 01jan2000 are from when the system clock was not set during product testing. There were no notable events in the log file related to the reported event. Pump operation was not affected. During product testing it was confirmed that the system controller could not communicate with the system monitor. The system controller did not pass preliminary testing due to the communication issue. During further analysis of the controller power cables it was observed that the orange and blue wires of the white power cable were damaged. These wires are responsible for communication in the white power cable. The power cables of the system controller were exchanged, and the controller was able to pass the remaining stages of testing and was able to operate on a mock loop with no issue. The root cause of the reported event was determined to be due to wire fatigue in the white power cable. The root cause of the wire fatigue was unable to be determined. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 21aug2020. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a battery clip that was overly loose and was causing intermittent beeping. It was noted that the white lead of the system controller would not transmit data. The center used two ipads, one system monitor, and three different data cables, none of which resolved the issue. The controller was then exchanged, which allowed the data to transfer to the monitor. There were no issues with the controller exchange and the patient tolerated it well.